Event description:
Patient revised due to suspected failure of the femoral component. Femoral component was noted to be very loose at revision surgery. Competitor's cement was used at original surgery.